Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ('abnormal uterine bleeding') in an adult female patient who had essure (batch no. 958705) inserted for female sterilisation. The patient's medical history included adenomyosis and paratubal cyst. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy total abdominal laparoscopic w bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the uterine haemorrhage outcome was unknown. The reporter considered uterine haemorrhage to be related to essure. The reporter commented: right: 1 coils, left: 2 coils . Lot number: 958705, manufacturing date: 2012-03, & expiration date: 2015-03 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 18-sep-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ('abnormal uterine bleeding') in an adult female patient who had essure (batch no. 958705) inserted for female sterilisation. The patient's medical history included adenomyosis and paratubal cyst. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy total abdominal laparoscopic w bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the uterine haemorrhage outcome was unknown. The reporter considered uterine haemorrhage to be related to essure. The reporter commented: right: 1 coils left: 2 coils most recent follow-up information incorporated above includes: on (B)(6) 2020: mr received : previously reported event "medical device removal" updated to "abnormal uterine bleeding", lot number, medical history, reporter added we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-feb-2020: pif was received. Case became serious incident as previously reported event injury nos was replaced with event medical device removal. Essure removal date updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.